Manufacturer narrative:
(B)(4). The device was not returned to the manufacturer for physical evaluation. A supplemental report will be submitted upon completion of the plant¿s investigation.

Event description:
A peritoneal dialysis (pd) patient reported she had a damaged peritoneal dialysis catheter tip and was unable to perform treatment on (B)(6) 2016. The patient then reported she had been in the hospital for two days and her potassium was too high. Follow-up was made with the patient's clinic nurse who stated the patient came into the clinic on (B)(6) 2016 to have her peritoneal dialysis catheter tip replaced. The patient was hospitalized on (B)(6) 2016 for hyperkalemia and hypocalcemia as a result of non-compliance with her peritoneal dialysis treatments for several days. The nurse confirmed the patient was trained on performing stat drains as well as manual peritoneal dialysis therapy if needed however the patient choose to discontinue peritoneal dialysis treatments for an unknown amount of days and opted not to report the issue to the clinic. The patient's serum potassium and calcium levels were not provided. As of (B)(6) 2016 the patient remains hospitalized and has been able to complete continuous cycler-assisted peritoneal dialysis (ccpd) therapy. Medical records were requested.

Manufacturer narrative:
The device was not returned to the manufacturer for physical evaluation and the failure mode cannot be confirmed. However, an investigation of the device manufacturing records was conducted by the manufacturer. There were no deviations or non-conformances during the manufacturing process. All device history records (DHR) are reviewed and released according to the DHR review checklist and release procedure. A device is not released if it does not meet requirements or is nonconforming. In addition, the device record review confirmed the labeling, material, and process controls were within specification.

Manufacturer narrative:
(B)(6). Medical records were reviewed by post market surveillance staff. Medical records do not contain a recent history and physical, medication list, peritoneal dialysis treatment records or progress notes for review. There is no documentation in the medical record that indicates a causal relationship between the liberty cycler and the patient¿s hospitalization on (B)(6) 2016. The patient¿s constipation was due to narcotic use. The patient¿s anemia is related to chronic kidney disease. The patient¿s hypertension and fluid overload were also related to the patient not performing peritoneal dialysis for three days. Patient developed hypocalcemia. The cause of hypocalcemia cannot me determined since there is no list of dialysis products used in the hospital listed in the medical record. Therefore, it is not known if fresenius products were involved with these additional diagnoses after hospital admission. The patient stated that she did not do peritoneal dialysis at home due to a broken peritoneal dialysis catheter cap. The peritoneal dialysis catheter is not a fresenius manufactured product. Medical records reveal the patient¿s hospitalization for hyperkalemia was due to not performing peritoneal dialysis for three days.

Event description:
Medical records were provided by the patient's dialysis center. A call was placed to the patient. The patient stated she went to the clinic and the clinic replaced the tip of the catheter. The patient stated she did not do treatment on (B)(6) 2016. A call was placed to the peritoneal dialysis registered nurse (pdrn). According to the pdrn, the patient came into the clinic on (B)(6) 2016 to have her peritoneal dialysis catheter tip replaced. The pdrn stated the patient was hospitalized on (B)(6) 2016 for hyperkalemia and hypocalcemia as a result of non-compliance with her peritoneal dialysis treatments the several days prior. The pdrn confirmed the patient was trained on performing stat drains as well as manual peritoneal dialysis therapy if needed and stated the patient discontinued peritoneal dialysis treatments for an unknown amount of days and opted not to report the issue to the clinic. The patient also presented to the hospital on (B)(6) 2016 with hyperkalemia and generalized weakness. The patient did not have peritoneal dialysis for three days due to a broken peritoneal dialysis catheter cap. The peritoneal dialysis catheter cap was repaired at the nephrologist's office and the patient was sent to the hospital for further evaluation. In the emergency room, the patient was found to have a potassium level of 7.1 and creatinine level was 16.3. The patient's hyperkalemia was treated in the emergency department. However, the patient's hemoglobin and hematocrit levels were 8.3 and 26.2 respectively. The patient was admitted and placed on telemetry (due to elevated troponin level) and oxygen supplementation. The patient was transfused two units of packed red blood cells and a dose of epogen. Three sets of hemoccult stool were negative for occult blood. The patient received peritoneal dialysis during hospitalization. During hospitalization, the patient developed hypocalcemia and was administered calcium carbonate. In addition, during hospitalization, the patient developed severe abdominal pain and nausea and vomiting. A gastroenterologist was consulted and the patient was found to be constipated. The patient was given an enema and placed on dulcolax, miralax and lactulose. Eventually, the constipation was resolved. During the patient's hospitalization, the patient developed hypertension. The patient's blood pressure was stabilized with anti-hypertensive medications. The patient was complaining of shortness of breath during hospitalization and a chest x-ray showed mild bibasilar atelectasis. On (B)(6) 2016, the patient's hemoglobin and hematocrit were found to be 8.8 and 28.6, respectively and the patient was administered epogen. The dyspnea resolved. Patient was discharged home on (B)(6) 2016. The patient's discharge diagnoses were hyperkalemia, anemia of chronic disease, hypertension, tachycardia, fluid volume overload, severe constipation due to narcotic use and hypocalcemia.